Event description:
The pt received his scs system on (B)(6) 2010. It was reported that communication cannot be established with the ipg via the charging system or pt programmer. The pt has not charged or used his ipg since (B)(6) 2010, and cannot remember if he turned the ipg off or if it went off by itself. It is assumed that the ipg is fully depleted due to the pt not recharging it. The ipg will be replaced at some time in the future. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.